Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained gablofen at a concentration of 2000 mcg/ml with a dose of 146.1 mcg/day. It was reported during the call the hcp mentioned the patient had a history of seizures. The patient had a history of anoxic brain injury which occurred prior to the pump being implanted so the seizures were not related to the pump. The patient recently had a magnetic resonance imaging (MRI) procedure. A motor stall was seen at initial interrogation. The MRI procedure was not done to a suspected problem with the device or therapy. The MRI was being performed due to the patient having seizures. The hcp said the MRI and seizures were not related to the infusion system. It had been more than 2 hours since the patient had exited the MRI field. The motor stall happened at 14:00. The pump was interrogated at 13:51 and no motor stall recovery was noted at that time. The patient was more sedated as of last night. The patient was also having hypoxia with bradycardia and increased secretions. The hcp stated the symptoms were not related to the infusion system.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.